Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer's employee. A process improvement plan and training are in place. The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A f/u will be sent when the analysis is completed.

Event description:
It was reported the pt had the device and connector replaced due to pocket erosion. During the explant, it was also noted the connector split at the strain relief sleeve while trying to fit mold the catheter. The catheter was protruding the sleeve inappropriately. The lead was also replaced. The pt recovered without sequela.